Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal, repeat), fortum injection (1gm, once daily, intraperitoneal) and amikacin injection (125mg, once daily, intraperitoneal) for the event. Pd therapy was ongoing. The cause of peritonitis and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, antibiotic treatment were discontinued, the patient was discharged from the hospital and recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.